Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to sui and pelvic floor relaxation. It was reported that patient underwent vaginal excision of mesh/suture from previous vault suspension on (B)(6) 2008 due to mesh erosion and cervical prolapsed. No additional information was provided.

Manufacturer narrative:
(B)(4) - prolapse. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso. It was reported that the patient underwent a polyform synthetic mesh (boston scientific) implanted on (B)(6) 2009 due to vaginal vault prolapse. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginitis.